Event description:
It was reported that the patient¿s physician had told the patient this pump had stalled on two occasions. (See manufacturer report # 3004209178-2013-16435 for other stall). The pump logs were reviewed and the stall had recovered. The patient might have had tests around the time that caused the stall but the patient was uncertain. The patient was now receiving adequate therapy. It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).